Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, high pressure was observed at 3500 rpm in the circuit lines, and the flow rate measured 2.8l/m. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion.